Event description:
It was reported that the connection between the cartridge pigtail and infusion set tubing was not tight and that air bubbles were seen at the end of the luer lock connection. During troubleshooting, the customer changed out their supplies and had no further issues. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.